Manufacturer narrative:
(B)(4).

Event description:
Per the surgeon, it was reported that the patient experienced an infection at the abutment site and was treated with oral and topical antibiotics (date and duration not reported).